Manufacturer narrative:
The customer was contacted for return of the suspect product. The device is over 18 years old and the customer decided that they will not be sending it in due to the age of the device.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.